Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support due to cardiogenic shock. While suturing impella graft, the impella moved out of place out of the left ventricle and into the aorta. Due to its length, the impella came out. The decision was made to remove and attempt to re-insert with another impella. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issues was most likely use-related. E4 should have been left blank on manufacturer device report 1220648-2024-19865